Event description:
It was reported that a patient had a break in aseptic technique further described as using her mouth to open a minicap transfer set and using mouth to make connections during setup of continuous ambulatory peritoneal dialysis (capd) therapy, resulting in peritonitis. It was unclear where the patient was using her mouth on the transfer set. There were no reported issues with the transfer set; but since the patient is wheelchair bound, the patient had difficulty making connections and setting up capd therapy. The patient was not hospitalized for the event. The patient was treated with vancomycin ip (dosage and frequency not reported) and levaquin ip 500mg every 48hours for 20 days. The transfer set was changed. This peritonitis episode resolved. Pd therapy was ongoing. The patient was re-educated different ways to connect and risk of using mouth for capd therapy setup. This is report 2 of 2 for this issue.

Manufacturer narrative:
(B)(4). This report is the same patient as (B)(4). The onset of this peritonitis episode was in (B)(6) 2013. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.